Event description:
It was reported to baxter (B)(4) that a lv 1.5 infusor device delivered in a faster than expected time during patient use. The intended infusion was a drug and saline solution to be infused over 8 days. However, the entire amount infused in less than 7 days. It is unknown if there was patient injury or medical intervention necessary as a result of this event. No additional information is available.

Event description:
It was reported that the cement hardened in 1 min and 45 sec using an acm in bha. The surgeon used a spare product and the procedure was completed. The temp in the operation room was 23 degrees and the cement stored in the hospital and the temp was 24 degrees. The cement was prepared in the operation room before the procedure. The surgeon used 2 packs of the cement and the antibiotic.

Manufacturer narrative:
(B)(4). Additional information: the customer did not send the device to baxter for evaluation. Therefore, the reported condition of an over-delivery could not be confirmed nor could an assignable cause be provided. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It is not known at this time if this device is available for evaluation. Should the device and/or additional information be received, a follow-up medwatch will be submitted.